Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. The indeflator held pressure of 400 psi and there was no leak noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not fully connected resulting in the reported leak.there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use and during device preparation of a 20/30 indeflator, pressure could not be increased. There was no noted leak in the balloon catheter and the indeflator had no visible damage; however, another 20/30 indeflator was able to inflate the balloon. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided regarding this issue.